Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair using a fast-fix, after suturing, the suture knot was loosened. T has removed from the patient by tweezers. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection found the device was returned without t2 or the suture. T1 was returned with the suture cut at the knot hole and the knot holding t1 was intact. The actuator is in the pre t2 position. A functional evaluation found the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction. No containment or corrective actions are recommended at this time. H11: corrected data b2: required intervention to prevent permanent impairment/damage is checked and other serious (important medical events) is not checked.